Event description:
It was reported that: oxylog 2000 was used on a patient with myocardial infarct, lung oedema and heart catheter. Hypoxia developed and patient became cardiac arrest. The respirator was checked when patient's hypoxic state was noticed. There was a possibility that the respiratory device had stopped by itself since one saw "stand-by". Because the patient originally had the cardiac failure, the relation of device malfunction to cardiac arrest is uncertain.

Manufacturer narrative:
The device was checked by the users prior to use, then after the reported event by the hospital's biomed and later in the draeger medical (B) (4) facility. In each case, the device was found to work as specified. The oxylog 2000 doesn't possess a "stand-by" mode, which reportedly was activated. There exists a rocker switch to switch the device on or off. The switch has protection brackets to prevent unintended switching. The oxylog 2000 meets the requirements of emergency ventilators, which are intended to be used under close user observation. It is required in the instructions for use, that the patient must be monitored constantly by qualified medical staff.